Manufacturer narrative:
A.5 is unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during support, the automated impella controller (aic) was showing a controller failure alarm. It was recommended to exchange the aic, but the physician made a decision to explant the impella. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of the automated impella controller (aic) - pump stop has been completed. Ten days into running the impella cp pump, there was a motor current high alarm that triggered a pump stop. This persisted through numerous attempts to restart the pump over the following three hours that were unsuccessful. There was no problem found with the console and it was able to run a purge and pump as expected. There was no issue found during the case. The device functioned/operated to specification. D.2 revised common device name since the initial manufacturer device report was submitted in accordance with updated procedures. G.1 revised reporting contact email since the initial manufacturer device report was submitted in accordance with updated procedures. H.6 code 4627 was reported incorrectly on the in the initial manufacturer device report 1220648-2024-19231 and a new code was added.